Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was an issue with the power supply. After replacing the power supply, the unit passed functional and safety tests, and was handed back to customer in good working condition.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5) no UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
It was reported that during a routine checkup, the cs100 intra-aortic balloon pump (iabp) unit's battery symbol showing empty. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.